Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased glucose results on architect c4000 processing module for one patient. The results provided were: on (B)(6)2022 sid (B)(6) initial glucose=13 mg/dl /repeated on another architect c462312=130 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The customer replaced the sample probe (list number 01g48-04) which resolved the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic patient results. However, there was one (1) service ticket (056056rl1402397) for error code ¿3382 internal wash pressure (low) error (reagent 1)¿ that was opened the day after the current complaint. The issue was resolved by replacing the bellows. Ticket 056056rl1402397 may be related to the current complaint. A review of tracking and trending of the architect c4000 processing module or the sample probe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate information regarding the troubleshooting of error code 3375, erratic/discrepant results, and the removal, replacement, and verification of list number 01g48-04 sample probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the sample probe.